Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.upon extended investigation, it was determined that the serial number provided by the customer (B)(6) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk. The device manufacturer date for the reported meter serial number is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event.

Event description:
A battery/no power issue was reported with the freestyle libre reader. On 22nov2021, the customer was unable to test due to the reader not powering on with button press or test strip insertion and as a result, experienced a loss of consciousness. Hcp contact was made and provided the customer was hospitalized and provided "tajid 700mg 3 / days toujeo (B)(4) unit" for treatment. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the freestyle libre reader. On (B)(6) 2021, the customer was unable to test due to the reader not powering on with button press or test strip insertion and as a result, experienced a loss of consciousness. Hcp contact was made and provided the customer was hospitalized and provided "tajid 700mg 3 / days toujeo 60 unit" for treatment. No further treatment was reported. There was no report of death or permanent impairment associated with this event.